Event description:
It was reported that the pulse generator exhibited noise which inhibited pacing, leading to syncopal episodes and a head injury. The patient twiddled the device in the pocket which was the source of the noise and the pacing inhibition. It was suspected that the device header was compromised as a result of twiddler's syndrome.